Manufacturer narrative:
The insulin pump passed the functional tests. However, the device had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked belt clip slot.

Event description:
It was reported the insulin pump alarmed button error during basal. Customer was unable to clear the alarm. The device was not dropped, bumped, or exposed to moisture. Customer had all ready revert to back up plan. Customer's blood glucose was 500 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.